Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force feedback mega suturecut needle driver instrument was analyzed and found to have a broken main tube approximately 0.2705" from the distal tip. A piece measuring proximately 0.486¿ x 0.144¿ was not returned with the instrument. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during central processing, the force feedback mega suture needle driver had a cracked at the distal sheath. No known impact or patient consequence was reported.